Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was returned non its sterile package and with no apparent damage. Due to condition of the device returned we were unable to investigate further packaging integrity as reported. The device was tested with generator and was functional. There were no anomalies noted with the functionality of the device. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u4081h. Additional information was requested and the following was obtained: what was the damage to the package? [Ans: there was a hole on the front side of the package (paper)] did the damage to the packaging compromise the sterility of the device? [Ans: yes. As there is a hole so the device is no longer sterilized.] Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they were packing consumables for a thyroidectomy, a small protrusion/hole on the har9f was found. Thus, the device could not be used. There were no patient consequences.